Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in an unspecified artery. A 3.5x16mm rx graftmaster was deployed at 15 atmospheres and the perforation sealed. On the second postoperative day, coronary artery bypass graft surgery was performed to the left anterior descending artery and the removal of the balloon pump that same day; however the patient passed. A subsequent image revealed total occlusion to the proximal edge of the rx graftmaster stent. The rx graftmaster did cause or contribute to complications or adverse events. No additional information was provided.

Event description:
It was reported that the patient presented with a free perforation with extravasation in an unspecified artery. A 3.5x16mm rx graftmaster was deployed at 15 atmospheres and the perforation sealed. On the second postoperative day, coronary artery bypass graft surgery was performed to the left anterior descending artery and the removal of the balloon pump that same day; however the patient passed. A subsequent image revealed total occlusion to the proximal edge of the rx graftmaster stent. The rx graftmaster did cause or contribute to complications or adverse events. Subsequent to the initially filed MDR report, the account confirmed that perforation was located in the left anterior descending (lad) artery. There were no deployment issues noted. The reason for coronary artery bypass graft surgery was due to total occlusion of the lad. The rx graftmaster was implanted on (B)(6) 2022 and the patient died on (B)(6) 2022. It was confirmed the patients cause of death was anterior wall myocardial infarction. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of myocardial infarction, occlusion, surgical intervention, and death are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment (surgical intervention) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.